Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with the implantable cardioverter defibrillator in backup vvi mode. It was noted that the cause of the backup was communication failure with the transmitter. The device was reprogrammed, and the patient was stable.

Event description:
It was reported that the high voltage therapy was disable on the device.